Manufacturer narrative:
A product was not returned for analysis. The investigation conducted a nonconformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided image shows an open lens case. The lens is outside the case sitting on an unknown document. One haptic is broken and detached from the optic. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the when the lens was taken, he has a broken haptic, so it was not possible to implant the lens and another one is used. Additional information has been requested.